Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge patient line tubing was cracked. The customer's blood glucose level was 600 mg/dl and it was addressed with a bolus/drinking water. The customer loaded a new cartridge successfully and resumed insulin delivery.